Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of the procedure, the surgeon tried to remove the device from the body however he/she felt the device stick to the trocar. After removal of the device from the trocar the insulation of the jaws broke off and fell into the patient's body however it was retrieved. No patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found a piece of the bottom jaw was disengaged. The disengaged piece was returned for investigation. The reported condition was confirmed. The investigation found the bottom jaw over-mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over-mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.